Manufacturer narrative:
Two aesr60p reloads were used in this event, but it is unknown which reload is related to the problem. The lot numbers of the two reloads are 24br400 and 24br417. The udis are (B)(4), respectively. The manufacturing dates are 12 april 2024 and 26 april 2024, respectively. Both reloads have an expiration date of 30 april 2029.

Event description:
The aeon endostapler system consists of a handle and reload. During a sleeve gastrectomy procedure, it was reported that the side pin of a aesr60p reload had come loose and fell into the patient site. The surgeon was able to retrieve the pin out of the patient. No harm to patient, device stapled as designed with no issues to the staple line, and no delay to surgery.